Event description:
Information received from the field does not address the patient's clinical status but notes increased capture thresholds. During a repositioning attempt, the connector pin was bent.